Event description:
During a cataract extraction using a malyugin ring 7.0, ref#mal-1002-1-d, lot# 194680, expiration 2027-08026. Manufactured mst (microsurgical technology) 8415 154th ave ne, redmond, washington 98052 dr. Placed the inserter device into the eye and the blue ring came out twisted to the side, so the doctor removed the ring. No injury was incurred by the patient; however, it was noticed at the tip of the inserter itself the portion that advances the ring was broken. This was not visible until inserter had been advanced. At this point a new inserter was then opened and inspected by the technologist and dr. And deemed in good working condition. Both inserters were of the same lot and expiration date.